Event description:
It was reported that during a rectum cancer resection procedure, the surgeon used the device to fire. At half closing, the device cut intestines but without closing; the staples were malformed. Then the surgeon used hand to make the fistula for the patient. The patient lost anus. The patient is fine now. Additional information has been requested.

Manufacturer narrative:
(B)(4. Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged cartridge.